Manufacturer narrative:
The recipient's device was reportedly explanted due to medical reasons.

Manufacturer narrative:
(B)(4). The recipient was reportedly explanted due to purulent inflammation following a fall. The device was discarded and will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.